Event description:
It was reported that the right ventricular lead was diagnostically imaged and possible clavicular crush damage was observed. No electrical anomalies were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.